Event description:
The technician alleged that the side rail would not stay in the upright position. No patient impact.

Manufacturer narrative:
The technician found the side rail screw was missing. The technician replaced the side rail screw to resolve the issue.